Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the t:lock broke from the patient line. The customer's blood glucose level ranged from 279-280 mg/dl. The customer changed the cartridge to resolve the issue.